Event description:
On (B)(6) 2013, variax dr surgery was performed. It was found that the locking pin backed out on (B)(6) 2013. The extraction surgery of the locking pin was performed on (B)(6) 2013.

Manufacturer narrative:
The reported event (postoperative loosening) could be confirmed. It was determined that excessive axial forces were applied during insertion of the peg. Therefore, correct locking was not achieved during insertion and the peg migrated postoperatively. Due to damages on the locking thread, no functional inspection was possible. The measured dimensions were found to be within the specified values. Based on the performed evaluation, no indications were found for any systematic design, material or manufacturing related issue.